Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09171. The pt received the scs system on (B)(6) 2008. It was reported that pt is without stimulation and had trouble locating and communicating with the ipg using the pt programmer and the charging system. It was noted that pt had not charged the ipg for the past three months. A replacement charging system did not resolve the issue. The physician elected to explant the ipg and replaced it with a new ipg. It was also reported the pt experienced pain in the middle back near the lead insertion site. The physician treated the pt with injections which alleviated the pain and the issue has been resolved. No further information is available at this time.

Manufacturer narrative:
The ipg serial number is included in (B)(4). Evaluation: results: the product was returned complete. Upon analysis, it was found the ipg did not communicate with the lab testing device. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.